Event description:
It was reported that shock lead impedance on this right ventricular lead had been trending high and out-of-range. Lead impedance during a shock delivered prior had been within range. A technical services consultant recommended a commanded shock be delivered and discussed other troubleshooting options. A commanded shock was delivered and no further issues or adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
This report is being filed to add additional information to b5.

Event description:
It was reported that right ventricular lead exhibited shock impedance measurements that were trending upward. A high out-of-range measurement was noted upon technical services (ts) review of device data. At the time of the last delivered shock, shock impedance measurements had been within a normal range. A ts consultant discussed troubleshooting options. No adverse patient effects were reported. This lead remains in service.